Event description:
The customer reported that this device had an ECG failure. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): this customer reported that this device had an ECG failure. There was no report of pt involvement. The device was evaluated at philips, and the reported symptom was verified. Replacement of the power pca resolved the symptom.